Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2025 and the device was explanted during the same day, due to an infection (site of infection not confirmed). Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.